Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported at office visit on 2020-jan-21 the family reported loss of tone in october. At the visit, an x-ray showed catheter migration from t6 to t8 and coiling was noted. Examination revealed they could not aspirate the catheter/pump. On (B)(6) 2020 the catheter was removed/explanted and replaced with a new one. The device disposition was unknown. On (B)(6) 2020 during a telemedicine call, it was noted that things were recovering well with no sequelae. The outcome of the event resolved without sequelae on (B)(6) 2020. The device diagnosis was pump migration (most likely meaning catheter migration due to nature of the event). The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-may-2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2020 it was reported that the patient was having a catheter revision on (B)(6) 2020. No patient symptoms were reported and the reason for the catheter revision was not reported. No further complications have been reported as a result of this event.